Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the unit will be returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that during a recent patient event their device would not detect the patient's heart rhythm (ECG) through paddles lead ECG. The customer further indicated that they were using defibrillation electrodes (brand unknown) at the time of the event. Further details about the patient and the event were not provided. Physio-control has made numerous attempts to contact the customer and obtain additional information; however, no response appears to be forthcoming.

Manufacturer narrative:
The customer replied to physio-control's requests for additional information. The customer advised that they did not have specific patient demographics available (i.e. Age, gender, weight, etc.); however, they did have a note that the patient had a history of "cva hypertension." Upon arrival, medical personnel found the patient unconscious and CPR was started by a firefighter that had arrived on scene. The customer advised that medical personnel connected the patient to their device via a therapy cable connected to a set of 3rd party (B)(4) defibrillation electrodes and that their device failed to detect the patient. Medical personnel spent little time troubleshooting their device before obtaining a backup device from a second crew that was on scene, along with a new set of defibrillation electrodes (brand unknown). The backup device and a new set of defibrillation electrodes were then connected to the patient, at which point the medical personnel observed that the patient's heart rhythm (ECG) was asystole. No further details about patient treatment were provided. The patient did not survive the event. Physio-control was advised by the customer that the 3rd party defibrillation electrodes used during the event were disposed of following use and therefore were not available for evaluation. Physio also examined the therapy cable assembly used during the event but was unable to duplicate the reported issue, or find any discrepancies, with the cable. A clinical review of the event was performed; however, there was insufficient information available to determine the impact of the device use on the patient. The cause of the reported issue could not be determined.